Manufacturer narrative:
The reported event of nuisance ail alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed for the material number cad_8100 as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported non-stop nuisance air in line alarms occurring in the operating room. The physician stated that he had spent no less than 30 minutes trying to get 3 channels to work that continue to demonstrate nuisance ail alarms after flushing the tubing multiple times, changing the tubing and using 3 different channels. The physician further states that this is potentially a patient safety issue as they are distracted by erroneously alarming pumps that they are not taking care of the patient while trying to troubleshoot the issue. Currently, they send their devices to the biomed department, but feel as though the issue is never resolved. There was no report of patient harm.